Event description:
As the coil was being deployed into the aneurysm, it prematurely detached with the first loop inside the aneurysm. A coronary balloon catheter was dilated to secure the coil to the catheter wall and then all the devices were removed as one from the patient. There was no reported clinical consequence to the patient. No other information was provided.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10f220141 with no deviations from standard procedure. Root cause could not be determined based on information available. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the third report of four associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded; therefore, no evaluation was performed.

Event description:
This is a report from a (B)(4) nurse of peritonitis with (B)(6) in a (B)(6) male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. In (B)(6) 2010, the patient began treatment with dianeal and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter (B)(4), the reporting consumer stated that on an unreported date, the patient developed sepsis. On (B)(6) 2010, the patient reportedly experienced a (B)(6) and expired. The cause of death was (B)(6). Treatment information was not provided for the events prior to death. It was not reported whether an autopsy was performed. Dianeal therapies were ongoing at the time of the patient's death.